Manufacturer narrative:
Due to character limitations in e1, event site name- (B)(6). Event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that, during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a prompt indicating that the battery could not be charged. There was no harm and injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management board. Test parameters meet factory requirements. The iabp was then ready for use. The failure analysis and testing dept. Received part pcb, power management, rohs_swemco with a reported unit failure of unable to charge. The failure analysis and testing dept. Performed a visual inspection and found q27 to be shorted. Due to the shorting of q27 and the risk, it poses to the test equipment, the fat dept. Cannot investigate this complaint any further. Due to the board being an older revision, it cannot be sent to the supplier for further analysis. Retaining the board in the fat dept. Per procedure.

Event description:
N/a